Event description:
It was reported that during a da vinci assisted component separation etep surgical procedure, the force bipolar instrument wrist joint snapped cable. Also had difficulty getting instrument out of patient with metal piece pulled out and catching on lip of trocar. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the instrument wrist could not be straightened due to physical damage and the instrument grips/jaws would not close. The port site did not need to be increased to remove the device from the patient. The cannula was pulled out with the instrument. There were no instrument collisions that occurred during the procedure.

Manufacturer narrative:
Intuitive surgical inc. (Isi), has not received the da vinci product with an alleged issue to perform failure analysis.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The force bipolar instrument was analyzed and found to have a grip tang bent likely causing secondary issue reported by the customer. Components adjacent to this bent grip tang do not show damage. Additional finding not reported by the customer: the instrument was found to have a severely bent grip with severe misalignment of the grip-tips preventing it from closing. Common causes of the failure mode bent-severely instrument grips -tips are attributed to damage during either use or reprocessing, as severe misalignment of grip tips can be due to accidental drops, incorrect instrument tray or sink sizes for reprocessing, or overloading the tips by applying excessive force on the jaws.

Event description:
Refer to h11 for follow-up information.